Manufacturer narrative:
Correction: section d; section h manufacture date.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm 05 occurred. Reportedly, the customer had followed the prompts during the load sequence. The customer's blood glucose (bg) level was 288-289 mg/dl. The customer reverted to alternate insulin therapy.

Manufacturer narrative:
D4 (serial number), h4.